Event description:
It was reported that a touchscreen was unresponsive on a customer's pump. No information was provided regarding the impact on the customer's blood glucose level. There was no additional information on any corrective actions taken or the outcome of the event.